Event description:
ICD interrogation shows poor threshold and sensing that had both ra and rv leads pulled back. An x-ray confirmed dislodgement for both leads. This lead remains actively implanted, but was revised on (B)(6) 2011.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.